Event description:
Shortly after lead revision surgery, the pt reported pain and paralysis in the legs and feet. The physician explanted the system. The physician also discovered and evacuated a hematoma. The pt is currently hospitalized.

Manufacturer narrative:
The explanted products were discarded by the medical facility and will not be returned for evaluation.